Manufacturer narrative:
One cadd administration sets - flow stop was returned for analysis due to delivery accuracy issues. The complaint was confirmed as the sample did not pass the test. Tight and misaligned pump tubes have resulted in reduced fluid delivery. A definitive root cause is being established. Device history record: part number 21-7363-24; lot number 3944153; manufacturing date: 31-mar-2020. Quantity released: (B)(4) units. Any relevant dmrs, idrs, das, etc: upon review of lots record file, there were no relevant ncr's, dmr's or et's related to the reported failure mode or any another.

Event description:
Information was received that the cadd administration set did not deliver the required ml/h, which results in more medication being left in the infusion bag. After changing the set, the required ml/h was then delivered. There was no reported adverse event or patient injury.